Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument passed the grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was being used in a case and was opening/closing and articulating correctly until it suddenly froze. The tip was stuck at an angle and would not open. Another robotic instrument was used to straighten the tip so that it could be removed from the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument¿s jaws became stuck open because the cable appeared to be off its track near the jaws, requiring another robotic tool to close them for removal; no fragments were missing, the case was likely recorded, and the instrument is expected to be returned for evaluation.